Event description:
Medtronic received information that 6 years 6 months following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) was performed that revealed moderate central aortic regurgitation. No treatment was provided, however, the patient was scheduled for a follow-up visit in 1 month to "likely" have a valve-in-valve procedure performed. No additional adverse patient effects were reported. Additional information was received that six years, five months, three weeks after valve implant, the patient presented to the emergency department with symptoms related to exacerbation of congestive heart failure and pneumonia. Patient was hypoxic and supplemental oxygen was administered at 4 liters via nasal cannula. Antibiotics and diuretics were administered via intravenous therapy. Upon further testing the patient was diagnosed with severe aortic valve insufficiency as well as paravalvular leak. A pre-procedure cardiac catheterization was completed four days after presentation which revealed a non-obstructive coronary artery disease. Four days later, the patient underwent a valve-in-valve procedure with a 26mm non-medtronic valve which resolved the aortic valve insufficiency. The patient was discharged three days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b3. Date of event b5. Paragraph two. E. Initial reporter facility h6. Patient codes and device codes additional codes. Annex f and g corrected data: e. Initial reporter's first name. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 6 months following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) was performed that revealed moderate central aortic regurgitation. No treatment was provided, however, the patient was scheduled for a follow-up visit in 1 month to "likely" have a valve-in-valve procedure performed. No additional adverse patient effects were reported.